Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right common femoral vein due to clots. Patient is alleging vena cava and organ perforation. The patient further alleges anxiety. Report from CT (computed tomography): "positive for caval perforation. Superior extent of ivc filter is at the mid l2 vertebral body. Inferior extent l3-l4 disc space. A total of four prongs have perforated the ivc, series 2, image 34. Maximum distance prong perforated is 3 mm, series 2, image 34. Coronal images show 7-degree tilt of ivc filter left-to-right, series 4, image 19. Sagittal images show 2-degree tilt posterior-to-anterior, series 5, image 28. Diameter of ivc directly above filter measures 23 mm x 9 mm, series 2, image 23. Attention: a prong has perforated the aorta, best appreciated on series 2, image 34, and series 4, image 19."

Manufacturer narrative:
G4: 510(k) - k172557. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc)/organ/aorta perforation, tilt, anxiety. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. Summary of investigational findings: the following allegations have been investigated: inferior vena cava (ivc)/aorta perforation, pain. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2015, [pt] was implanted with a cook gunther tulip ivc filter. [Pt]¿s gunther tulip ivc filter subsequently malfunctioned and caused injury and damages to [pt]. In particular, [pt]¿s filter perforated through his ivc with one strut perforating [pt]¿s aorta." Patient outcome: it is alleged that "[pt] is at risk for future progressive perforations by the gunther tulip ivc filter which could further injure adjacent organs, blood vessels, and structures, as well as fracturing of the ivc filter and migration of the gunther tulip filter or pieces thereof. [Pt] faces numerous health risks, including the risk of death. [Pt] will require ongoing medical care and monitoring for the rest of his life. It is unknown if the filter can be retrieved by any means other than an open surgical procedure." It is further alleged that "[pt] has suffered and will continue to suffer physical pain and suffering, physical impairment and incapacity, mental anguish, medical expenses and disfigurement."